Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2012, additional information was received which indicates that the patient underwent diagnostic coronary angiography on (B)(6) 2012. The angiography noted there was good function in the stent implanted in the proximal left anterior descending (lad) artery and the stent implanted in the distal right coronary artery (rca); however, there was an area of significant stenosis in the proximal rca which had been previously deemed as not significant. On (B)(6) 2012, the patient underwent percutaneous coronary intervention to treat the area of stenosis in the proximal rca. The patient's chest pain resolved on (B)(6) 2012. On (B)(6) 2012, the patient experienced additional episodes of angina. No treatment was provided and the angina resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concommitant devices: stent: xience prime 3.0 x 18; other: aspirin, clopidogrel. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 3.0 x 18 mm xience prime stent in the proximal left anterior descending artery with 80% stenosis and a 3.0 x 18 mm xience prime in the distal right coronary artery with 90% stenosis. The patient was discharged to home on (B)(6) 2012. On (B)(6) 2012, the patient experienced chest pain, classified as unstable angina, and was rehospitalized. Medication was administered. Electrocardiogram performed on (B)(6) 2012 noted st changes. Percutaneous coronary intervention was performed on (B)(6) 2012 at a non-target lesion in the target vessel. The patient's chest pain continues. Patient is to undergo an additional revascularization procedure at a later date. No additional information was provided.